Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the hardware had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer worked with the customer to resolve the drawer failure. The customer attempted to recover the drawer, and it functioned correctly. The customer confirmed that the issue had been resolved. The system functioned as intended after the field service engineer troubleshot the device. E1 - initial reporter facility name: h lee moffitt cancer center & research institute hospital